Event description:
Boston scientific corporation was informed that while using a hyrdothermablator procedure set during a hydrothermablation (hta) procedure, a fluid leak occurred. A stabilizer and a speculum were in use during the procedure. Approximately 5 minutes into the procedure, the physician was moving the scope and a slow leak developed, which went unnoticed until the reservoir fluid decreased, and a fluid loss alarm sounded (10cc; rate of fluid loss is unknown). The physician checked the ratex, but did not think that it was significantly wet, as the fluid loss was minimal and continued with the procedure. Additionally, the patient was cramping and the physician thought this was also contributing to the changing fluid level. The case continued for a minute and the physician moved the scope again, this caused more fluid to leak out and a second alarm to sound; the machine was stopped. The ratex was fully wet, the physician observed a burn (size and degree is unknown) on the wall of the vagina and aborted the case. They treated the burn with sylvadene cream and packed the patient. Patient is doing fine and is scheduled to follow up with the physician.

Manufacturer narrative:
The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.